Event description:
The customer observed false nonreactive architect anti-hcv results for two patients. The samples were tested on other platforms and positive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): 09sep2023 patient 1: (unknown sid). Architect anti-hcv result = 0.24 s/co (nonreactive). Advia centuar result = 1.39 (positive). Another lab (unknown instrument) result = 1.7 (positive). Patient 2: sid (B)(6). Architect anti-hcv result = 0.82 s/co (nonreactive). Advia centuar result = 1.65 (positive). Another lab (unknown instrument) result = 1.9 (positive). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of retained reagent kit. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 48469be00, and complaint issue. In-house testing of a retained reagent kit of the lot 48469be00 was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data, it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect anti-hcv reagent, lot number 48469be00.the following sections have been corrected to reflect the current contact nicole jenne, wiesbaden, deu: g1-contact office first name. G1-contact office last name. G1-contact office address 1. G1-contact office city. G1-contact office postal code. G1-contact office country. G1-contact office phone number. G1-contact office email. G1-contact office fax number.

Manufacturer narrative:
Section a1 - patient identifier: patient 1 sid is unknown, patient 2 is sid (B)(6). This report is being filed on an international product, architect anti-hcv, list number 06c37-32, that has a similar product distributed in the us, list number 01l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect anti-hcv results for two patients. The samples were tested on other platforms and positive results were obtained. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): (B)(6) 2023 patient 1: (unknown sid). Architect anti-hcv result = 0.24 s/co (nonreactive). Advia centuar result = 1.39 (positive). Another lab (unknown instrument) result = 1.7 (positive). Patient 2: sid (B)(6). Architect anti-hcv result = 0.82 s/co (nonreactive). Advia centuar result = 1.65 (positive). Another lab (unknown instrument) result = 1.9 (positive). No impact to patient management was reported.